Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 247 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels and that the pod was leaking, patient found pink slide did not move forward as intended; this indicates a needle mechanism failure occurred. Ketones were also tested and the results were light/trace. As treatment, a manual injection was delivered and a new pod was applied.